Event description:
On (B)(6) 2014, the patient underwent treatment of a 67 mm abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the patient¿s femoral and iliac arteries were extremely tortuous and calcified with no reported thrombus. Reportedly, the trunk-ipsilateral leg component was to be advanced for implantation from left side. It was reported suprarenal positioning of the trunk-ipsilateral leg component proved difficult due to the tortuous access vessels. The device was positioned within the proximal landing zone. Intra-operative angiography was performed to confirm proper placement of the device for deployment. Reportedly, the physician did not rotate or torque the device within the sheath during placement for deployment. The physician rotated the white outer deployment knob and pulled the deployment line completely out of the delivery catheter. It was reported the deployment line was pulled in a continuous and steady pull and all deployment procedures were performed in accordance with the gore® excluder® aaa endoprosthesis instructions for use. Imaging showed the device had failed to deploy and remained fully constrained. The deployment line access hatch was opened and it was noted that the first deployment line had been completely removed. The endoprosthesis was withdrawn into the gore® dryseal sheath and removed from the patient. Upon removal of the device it was noted the graft remained completely constrained with the constrainment sleeve fully intact. As it was reported an additional trunk-ipsilateral leg component was not available the physician elected to conclude the procedure. The patient tolerated the procedure with no further issues being reported. An additional implant procedure has not been scheduled.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Evaluation summary - the trunk-ipsilateral leg component was returned to gore for evaluation. During the investigation it was observed that the first deployment line demonstrated damage consistent with a tensile failure. The device was fully constrained in the sleeve. The deployment line loop was threaded through (¿split¿) by the first deployment line. This created a knot that prevented the deployment of the device. The findings from the evaluation are consistent with the physician¿s observations that the device did not deploy. The root cause for the first deployment line break was determined to be a knot forming on the deployment line due to splitting of the deployment line loop.